Event description:
It was reported that the patient underwent a surgical procedure involving a sling device due to the sling not working. During the procedure a new artificial urinary sphincter (aus) was implanted. The patient is expected to heal and be continent following the procedure.